Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable error 319 occurred during setup (the patient was in the room and under anesthesia). The da vinci was not docked to the patient at the time of the call. They had disabled universal surgical manipulator (usm) 3, but could not pair the system to the trumpf table. The technical service engineer explained that all usms would need to be functioning normally to allow pairing for the trumpf table. The customer attempted to emergency power off (epo) the patient side cart (psc) and move the usm 3, but the error persisted. The customer proceeded without usm 3. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in- house system and failed normal mode as it triggered 319 errors. The unit failed on a patient side cart (psc) fixture test platform (pftp) as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Root cause of this failure is attributed to component failure.